Manufacturer narrative:
Battery issue- confirmed the reported issue; however, no failure identified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Per the request of the contact, review of the pump data revealed multiple, intermittent cartridge alarms (cartridge alarm 19). Multiple attempts were made by tandem's technical support to obtain additional information from the customer; however, no additional information regarding this event was provided.